Manufacturer narrative:
Evaluation results: one level 1 hotline low flow system was returned for investigation in used condition. Visual inspection revealed a cracked enclosure and tank cover. The pcb and power switch were outdated. The micro switch was broken. He investigator subsequently filled the tank with water, plugged in the line cord, and turned on the power switch. The customer reported product problem (check disposable alarm/device missing medical prong) was confirmed during testing. The product problem occurred because the arm off the micro switch was broken. The customer caused this damage. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The product problem was attributed to device damage by the user. This was established as the root cause. The unit was determined to be beyond economical repair due its old age. No repairs were made.

Event description:
It was reported that the level 1 hotline low flow system (hl-390) produced a check disposable alarm. In addition, the device was missing the medical prong. The product problem was discovered during preventative maintenance. There was no patient involvement.